Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had a loss of stimulation from their implantable neurostimulator (ins). There were no falls or trauma reported related to the issue. The patient stated that on the morning of report, they tried to turn the stimulation on and that after 4 hours ¿"it all the sudden turned on, but now when I turn my head or move my foot a certain way". The patient did feel the stimulation but it would stop stimulating at certain times. Follow up information received from the healthcare professional (hcp) reported that the manufacturer¿s representative did try to reprogram and adjust the settings on the device as a diagnostic action for the issue. It was reported that the cause of the loss of stimulation was that the patient had an infection. The ins was removed as a result of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.